Event description:
It was reported that during a radical cystectomy procedure, the device can't make stapling. The lock would not open and the device doesn't make stapling. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify what is meant by ¿the lock would not open and the device doesn't make stapling.¿ did the device lock out and not fire at all? Were any staples and/or cut line delivered? Was the device locked on tissue when the device would not open? If yes, how was the device removed from the tissue? Was there any damage to the tissue? On what tissue type was the device used? At what location on the tissue? On which firing(s) did this event occur (1st, 2nd, 8th, etc.) What color cartridge was being used? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when?